Event description:
It was reported that upon opening the stem for implantation, it was found that the inner packaging was damaged. Another stem was used to complete the case.

Manufacturer narrative:
This report will be amended when our investigation is complete.